Event description:
It was reported the device shut off intermittently. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board, battery flex, heart lead flex, and display are contaminated. Upper and lower cases, ring cover, two side bail covers, lead flex cover, and battery drawer are broken. Battery release is contaminated. Battery contacts are compressed and contaminated. Two main printed circuit board screws are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.